Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced reinstalled the blue fiber cable connector to resolve the issue. The system was verified and ready to use.

Event description:
It was reported that the blue fiber cable connector on the patient side cart (psc) became unfixed and sank into the interior of the cart. There was no report of patient involvement.